Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 598 mg/dl. The customer stated that six days prior to the event, he could not bring down his high blood glucose levels. The customer also stated that he uses a model mmt-975 mio infusion set and that he changes it every three days, the last time being the day of the event. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prim and high pressure tests. Nothing further was reported.